Manufacturer narrative:
Further investigations could not determine a specific root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium and chloride. The sample initially resulted as 150 mmol/l for ise sodium and 93 mmol/l for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated about six hours later since a second sample from this patient gave a delta check. The repeat results were 138 mmol/l for ise sodium and 104 mmol/l for ise chloride. The repeat results were believed to be correct. The customer noted on (B)(6) 2013 that there was fibrin in the sample. The patient was not adversely affected by the event. The lot numbers and expiration dates of the ise sodium and chloride electrodes were not provided. The field service representative could not determine a cause. The system was checked for discrepancies. He ran precision testing and this passed. The customer ran quality controls and these were successful. The field application specialist also performed a precision study and this passed.